Event description:
Boston scientific received information that during a normal patient follow up, this pacemaker was unable to be interrogated. A boston scientific representative was notified and went to the clinic in an attempt to interrogate the device. The representative was also unsuccessful. A magnet was then applied to the device and the pacemaker did not respond with asynchronous pacing. However, the device is pacing at 60 ppm. No adverse patient effects were reported.

Manufacturer narrative:
A revision has been scheduled for a later date. Once the device is explanted, it will be returned to boston scientific for laboratory analysis and this report will be updated.

Event description:
Additional information was later reported that although the physician would like to explant this device so the issue can be resolved, the patient's family does not want the patient to undergo a new surgical procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.